Manufacturer narrative:
Pump received with a pump error 24 alarm during boot up. Unable to perform the displacement test, and self test due to pump error 24 alarm. Successfully utilized crest and thus to download history files, traces files. Found multiple pump error 24 alarm on (B)(6) 2025 15:01:00.000, (B)(6) 2025 15:11:00.000 in pump trace history files. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail. Pump error 24 alarm during testing and pump error 24 alarm in trace history file due to moisture damage electronic assembly and cracked case corner of belt clip rail confirmed. Broken belt clip rail not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to the insulin pump. The customer also received a pump error 24 (this alarm is generated when a power failure is detected). The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was done for the damage issue and found the damage was on the battery tube side case and the belt clip rail and the insulin pump's functionality was affected. Troubleshooting was partially done for the pump error and assisted in clearing the alarm. No harm requiring medical intervention was reported. The product mmt-1884l will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.